Event description:
It was reported that the end user reported the chair was bought second hand, and stated that the (B)(6) bus system requires the brakes to be repaired in order to transport the child to school. No report of patient injury, no additional information provided.